Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers fell off the communication bus. A field service engineer (fse) installed the firmware updater and rebooted the system to complete the update process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system drawers fell off the communication bus. Customer tried to reboot, but issue was not resolved. Customer reported that the device takes 10¿30 minutes to come back online, with occurrences during procedures requiring the anesthesia care team to leave the sterile field to obtain medications elsewhere. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.